Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker implant procedure, the physician experienced difficulty getting the guidewire past the superior vena cava (svc). When the physician attempted to place the right atrial (ra) lead alongside a different guidewire, he was still unable to pass the svc. The patient became tachycardic. As the physician was closing the pocket, a code was called. Cardiopulmonary resuscitation was attempted and then emergency thoracotomy; however, the patient passed away. The products were not returned to boston scientific.